Manufacturer narrative:
Explant surgery has not been confirmed. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient's spouse reported "[patient's] breasts had changed shape and [they] were wanting to find out what to do if the implants had ruptured." Device remains implanted.